Manufacturer narrative:
Findings: unresponsive up and down arrow buttons due to flattened dome switch. Unable to perform displacement test due to unresponsive button. Cracked battery tube threads noted. Unit had cracked reservoir tube lip, minor scratched lcd window and dog chew marks on case. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on their insulin pump. The patient's blood glucose level was mg/dl at the time of the call. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.